Event description:
The threaded femoral stem inserter broke in half. This happened when the surgeon wanted to extract the stem because it didn't seat fully. The surgeon tried to remove it with the threaded inserter which broke. The surgeon tried impacting the stem more and the stem seated fully so he didn't need to try and remove it anymore.

Manufacturer narrative:
The depuy (B)(4) material research department evaluated the returned product and found the fracture occurred mid-shaft through the first thread of the smaller threaded region. The insert fractured as a result of high stress low cycle bending fatigue crack initiation and propagation. A fracture in this location suggests the threaded stem inserter was used without the outer body component. No material defects were observed in the insert that could have contributed to fracture initiation and/or propagation to failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.